Event description:
Information was received based on review of a journal article titled, "the metal-backed glenoid component in rheumatoid disease: eight-to fourteen-year follow-up¿ which reports the outcome and survivorship of the un-cemented glenoid in rheumatoid patients with an intact or repairable rotator cuff at surgery. The study was conducted over a period of eight years (1991-1999) and involved thirty-nine (39) patients. Twenty-nine patients (36 shoulders) were monitored for a mean of 132 months (96-168 months), and 10 were lost to follow-up or died before 8 years of follow-up. A constant score was measured preoperatively and annually from the time of surgery. Radiographs were assessed for lucency, loosening, and superior subluxation of the humeral head. The journal article reports three (3) revision procedures for pain with associated superior subluxation, one (1) revision due to infection and one (1) revision for aseptic loosening.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown. Initial reporter - (B)(6). The 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The journal article reports three (3) revision procedures for pain with associated superior subluxation.